Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation:the battery cap has been returned and evaluated by product analysis on 03/10/2014 with the following findings: during investigation, the battery cap was able to fully tighten to a test pump. No power reboots occurred during evaluation. Upon inspection, the battery cap threads were found to be intact and the battery cap spring secure. The battery cap contact height and width were within specifications. There was no defect found to the battery cap.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging short battery life. The reporter denied damage to the pump or battery cap. The reporter stated a new battery cap would be placed on the pump to see if the issue resolved. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged battery life issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The battery cap has not been returned to animas. If the battery cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.